Event description:
It is reported that the package was damaged when opened. There were cracks in both of the plastic inserts.

Manufacturer narrative:
This report will be amended when our investigation is complete.